Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the fuse resistance was measured and registered 1508ohms prior to activation; this indicated a blown fuse. The wand was connected to a compatible quantum 2 controller (p/n 21838-59) and did not work, registered an error e-7. The error was bypassed and the device excites plasma in saline solution at ablate- and coagulate settings the suction line was tested and was clogged by dried parts of tissue on the suction openings. A back flush could not clean the line and the suction is still clogged; the complaint was verified with several root causes that could have contributed to the reported error e-7 message. The rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to this kind of error include disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. Additionally it is possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy the device displayed an expiration error. There was a backup device available. A delay of more than half an hour was reported. No patient injury was reported.